Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(6) 2019; 1688tc lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that one of their leads was loose after having had a bypass procedure. All of the leads remain in use. No patient complications have been reported as a result of this event.